Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. The electrode and no lock conditions prevented some of the electrical tests from being performed. The device passed an electrical test performed. The device failed the residual gas analysis test. The scanning electron microscopy analysis revealed cracked conductive epoxy at the feedthru pin connection on some pins. The impedance measurement across these connections did not reveal an increased impedance. The internal visual inspection noted silver migration across an electrical component. This device had moisture that exceeded the residual gas analysis test limit. Leak testing did not reveal any leaks. Correction actions were implemented. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
UDI number: na

Event description:
The recipient reportedly experienced intermittent lock and sound quality issues. External equipment was exchanged and programming adjustments were made, however, the issue is not resolved. Revision surgery is under consideration.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. The electrode and no lock conditions prevented some of the electrical tests from being performed. The device passed an electrical and mechanical test performed. This is an interim report.